Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with rewinding their device. The customer states they have been in and out of the hospital for back and hip surgery. The customer states they had been off the pump during this period, and are now back on it. The customer states their blood glucose level was 549mg/dl. The customer states were unable to rewind the device and the cannula was not installed in the pump. The customer treated the high with manual injection. The customer was assisted with rewind, prime, and filled cannula. No further assistance provided at this time.